Event description:
Medtronic received info that during a concomitant procedure, the insertion of this heart wire pierced the superior epigastric artery, necessitating the pt to go back to surgery later that same day. The pt fully recovered with no adverse effects.

Manufacturer narrative:
Eval codes, other = device history could not be reviewed as lot number was not reported. Results code: other = device history review could not be reviewed. Conclusion codes, other = cause of event likely the result of needle placement during procedure. Analysis: the product was not returned for analysis. Conclusion: medtronic received info from the hospital that the epigastric artery was punctured when the physician pushed the heart wire through the skin. Product labeling contains sufficient instructions for the user, including product illustrations for the proper use of the device, per its labeled indications.